Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00989 / 00992).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2013. Legal counsel for patient reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that fluid and minimal bony ingrowth around the acetabular cup were allegedly noted during the revision procedure. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2013. Legal counsel for patient reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes dated (B)(6) 2013 reports patient was revised on the left side due to leg length inequality. Revision op report notes normal synovial fluid and components in good position with appropriate abduction and anteversion. The acetabular component was deep inset within the pelvis. The head was removed and replaced. The cup was removed and replaced with a competitor product. Additional information received in patient¿s op notes dated (B)(6) 2013 reports patient was revised on the right side due to pain and metallosis. Revision op report notes dark stained synovial fluid; thick, gray-stained fluid; inflamed synovial tissue, minimal ingrowth; and anterior wall defect. The head was removed and replaced. The cup was removed and replaced with a competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-00989 / -00992 and -05401 / -05402).